Event description:
Initial reporter indicated that a dell axim handheld computer was not maintaining a connection with the serial adapter cable. A known good serial adapter cable was plugged into the site's handheld computer which indicated that the problem was with the serial adapter cable. The site does not know how the serial adapter cord became damaged.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.